Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the photographic evidence shows a ceramic femoral head and the labels of a delta cer head 12/14 36mm +5. However, dimensional issues cannot be assessed through a photo investigation, therefore the reported allegation cannot be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿surgeon asked to open the ceramic femoral head of 36 mm + 5.0 mm, but when tested it on the cone of the stem, he noticed that it was a head of 36 mm + 1.5 mm, but the description of the packaging and engraved in the implant was head of 36 mm +5 mm. Pictures of labels and femoral head are attached.¿ the device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned item found nothing indicative of a device nonconformance. Only signs of implantation manipulation were visible on the bottom and inside surfaces. A dimensional inspection was performed using mitutoyo digimatic caliper cd-6" asx calibration ID cd78622. Drawing dwg-136536320 rev e (current and manufactured) was used. The inside diameter specification is 12.73 mm +/- 0.03mm. The current device's inside diameter measures 12.73mm. The dimensional inspection indicates the implant is inside specifications. A functional test was not performed since the mating implant was not available for testing. A manufacturing record evaluation was performed for the finished device [136536320 / 3907041] number, and no non-conformances / manufacturing irregularities were identified during manufacturing .additionally, the dimensional protocols of the were reviewed by the supplier. The measurement results show that the dimensions were within the specified tolerance. The overall complaint was unconfirmed as the observed condition of the [delta cer head 12/14 36mm +5] would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the femoral head conformed to the specification valid at the time of production. Additionally, the dimensional protocols of the [136536320 / 3907041] were reviewed by the supplier. The measurement results show that the dimensions were within the specified tolerance. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device [136536320 / 3907041] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿surgeon asked to open the ceramic femoral head of 36 mm + 5.0 mm, but when tested it on the cone of the stem, he noticed that it was a head of 36 mm + 1.5 mm, but the description of the packaging and engraved in the implant was head of 36 mm +5 mm. Pictures of labels and femoral head are attached.¿ the device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned item found nothing indicative of a device nonconformance. Only signs of implantation manipulation were visible on the bottom and inside surfaces. A dimensional inspection was performed using mitutoyo digimatic caliper cd-6" asx calibration ID (B)(4) . Drawing dwg-(B)(4) rev e (current and manufactured) was used. The inside diameter specification and the depth of the ceramic head met specifications. A functional test was not performed since the reported mating implant was not available for testing. A manufacturing record evaluation was performed for the finished device [136536320 / 3907041] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Additionally, the dimensional protocols of the were reviewed by the supplier. The measurement results show that the dimensions were within the specified tolerance. The overall complaint was unconfirmed as the observed condition of the [delta cer head 12/14 36mm +5] would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : a manufacturing record evaluation was performed for the finished device [136536320 / 3907041] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ceramic femoral head of 36 mm + 5.0 mm, but when tested it on the cone of the stem, he noticed that it was a head of 36 mm + 1.5 mm, but the description of the packaging and engraved in the implant was head of 36 mm +5 mm.